Manufacturer narrative:
(B)(4). Event description continued: as it was difficult to remove the cds, it was decided to try to use it. By maneuvering the clip, it was able to be placed on the mitral valve leaflets. During the gripper line removability test, resistance was felt, but was able to be removed. The clip was implanted. Post procedure, the functional mitral regurgitation grade was reduced from 4+ to 1+ with the implantation of two clips and the patient was clinically stable. There was no significant delay in the procedure due to the device issue. No additional information was provided. Concomitant products: mitraclip system: steerable guide catheter, mitraclip (x1), lift, support plate, stabilizer. The clip delivery system (cds) was returned and the reported tear in the clip introducer (ci) was confirmed. The cds steering was functionality tested and confirmed to be operating as expected. The reported difficulty in positioning could not be confirmed through testing. As the clip was fully deployed, the reported difficulty inserting the ci over the clip, the reported difficult to remove the gripper line, and the reported difficult to remove the cds from the steerable guide catheter (sgc) (clip caught on sgc tip) could not be tested. Potential causes for the reported torn material, difficult to insert ci over clip, difficult to position cds device, difficult to remove gripper line, and difficult to remove / clip caught on sgc tip are, but not limited to, manufacturing anomalies, patient morphology, user technique, and procedural conditions. As part of the mitraclip manufacturing process, all devices undergo visual and functional inspections to verify product quality. Review of the device history record confirmed that this device passed all visual and functional inspection requirements. There were no nonconformances identified for this lot that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The user did not report any issues while functionally inspecting the cds during device preparation, which is an indication that the device was initially functioning properly during functional inspection. Therefore, manufacturing can be ruled out as a contributory cause to this incident. With regards to patient morphology, the physician had reported that the sgc was in a more muscular part of the atrial septum. Additionally, the physician had reported that the patient had a rotated heart with a very large left atrium. As such, it is possible that the location of the sgc in the muscular part of the atrial septum, along with the rotated heart, resulted in the additional stress forces acting on the steerable sleeve during steering; while intending to steer the device in the m direction, the clip instead moved in the opposite direction. While this cannot be definitively confirmed, patient morphology cannot be ruled out as a contributory cause to this incident. With regards to user technique / procedural conditions, the tear in the ci was reported to be observed during insertion of the clip into the ci, and is most likely associated with the pebax being caught between the clip arms and the gripper arms. Similarly, the reported clip being caught in the sgc during removal is most likely related to the sgc tip being caught between the clip arms and the gripper arms during removal attempts. The reported difficulty in removing the gripper line could not be tested as the gripper line was not returned with the device; although a definitive cause could not be determined, it is possible that some resistance was due to the curvature placed on the device during deployment as a result of the rotated heart. Therefore, user technique / procedural conditions cannot be ruled out as a contributory cause to this incident. Based on the information reviewed and the analysis of the retuned device, it was determined that this incident can be attributed to patient morphology, user technique, and procedural conditions. The cause for the reported difficult in positioning the cds steerable sleeve could not be definitively confirmed, but it is possible that due to the positioning of the sgc in the muscular region of the atrial septum and manipulation throughout the procedure, some unidentified external tension may have caused the reported movement of the cds shaft. The cause for the reported difficult to remove gripper line could not be definitively confirmed, but it is possible that curves applied to the device and stored tension in the system during the course of the procedure may have induced some external forces onto the system. The reported difficulty in inserting the ci over the clip is most likely attributed to the physician inadvertently sliding the ci over the clip with only one side of the clip in the pebax tube; upon realizing that one leg of the clip was not fully inserted, the physician likely pulled back the clip introducer, resulting in the observed tears on the pebax. The reported clip caught on sgc is similarly related to the retraction of the clip into the sgc, and is most likely associated with the physician technique. Through the investigational analysis, there is no indication of a product quality deficiency with respect to the manufacturing, design, or labeling of the device. The steerable guide catheter (sgc 10283825/20) referenced is being filed under a separate medwatch MFR number.

Event description:
This event is being filed as the clip delivery system (cds 10276655/27) and gripper line were difficult to remove. Although there was no adverse patient effect, a difficult to remove device or device component has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, after the first clip delivery system (cds) was introduced into the left atrium and as the steerable guide catheter (sgc 10283825/20) handle was turned in the posterior direction (clockwise) for positioning, the sgc tip move anteriorly. It was thought that the sgc was in a more muscular part of the atrial septum and that could have been a factor on the positioning difficulty. As the patient had a rotated heart and a very large left atrium, the cds p steering knob was used to help shed height to get down to the valve despite a reasonable transseptal puncture. The sgc and cds were able to be positioned. The clip was implanted. A second cds (10276655/27) was used and upon inserting the clip into the clip introducer, it became caught in the clip introducer material causing it to fray. As the introducer was outside of the anatomy, it was thought the damage was not significant and the device was continued to be used. The cds and sgc blue alignment lines were in alignment. The cds was advanced to the left atrium. When the cds m steering knob was turned, the clip moved in the opposite direction. It was decided to remove the device; however, upon retracting the clip into the sgc, the clip became caught on the sgc soft tip causing the soft tip to tear.